Event description:
It was reported that the right atrial (ra) lead was unable to capture and was undersensing pwaves at less than 0.25 v. The ra lead was programmed off and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224trk biv ICD, implanted: (B)(6) 2009; 694765 lead, implanted (B)(6) 2009. (B)(4).